Event description:
Information was received from a consumer regarding a patient who was receiving clonidine and morphine (unknown concentration and dose) via an implantable pump. Indication for use was non-malignant pain and failed back surgery syndrome. The date of the event was unknown. It was reported the patient had symptoms that the pump was not working. The patient was really dizzy, sick, can't handle certain smells, the symptoms she gets when her pump dies. No further complications were reported.